Manufacturer narrative:
The initial medical device report was submitted (2938836-2014-19110). Lithium clusters were observed during the analysis. No additional analysis is necessary.

Event description:
It was reported that when the patient presented in clinic for follow up, the device was not able to be interrogated. The device was explanted. New information received notes that premature battery depletion was also observed.